Event description:
Act and esc buttons did not respond due to moisture damage on keypad traces. Unable to perform functional testing due to unresponsive buttons. Pump received with minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Act and esc buttons did not respond due to moisture damage on keypad traces. Unable to perform functional testing due to unresponsive buttons. Pump received with minor scratched display window, cracked reservoir tube lip.